Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error alarm and the buttons were sticky. Customer¿s blood glucose level was unknown. The device will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened up and down button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected rewind/grinding noise anomalies noted. No excessive no delivery/occlusion alarm noted. No unexpected low battery alarm anomalies noted. No unexpected backlight anomalies noted. No motor error alarm noted. Motor passed motor test. Device received with cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place. (B)(4).